Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was obtained from healthcare professional via manufacturer representative regarding a device being used in posterior fixation procedure for the pre-operative diagnosis of lumbar canal stenosis. It was stated that during removal after cement placement, the tip remained in the head. Upon inspection, cement leakage was observed around the tip. Patient involved did not experience any symptoms. No further complications were reported regarding this event. Additional information obtained stating that the cement leakage only occurred around a single screw requiring excess installation time. The physician and the manufacturer representative came to agreement that the leakage occurred as a result of installation issue rather than product malfunction.